Event description:
Customer was unable to properly read the meter display as there were missing segments. She was not able to determine her clucose level. Customer was taken to the hosp and treated in the intensive care unit for ketoacidosis in an unspecified manner. Customer did also indicated that she was out of medication and unable to procure more. At the time of the event, customer was recovering from influenza.